Event description:
The customer's spouse called that customer experienced 3 low blood glucose episodes within a period of 72 hours. Customer was given a glucagon shot and disconnected from the insulin pump after the first episode. On (B)(6) 2015 the patient was found unresponsive and she was hospitalized with low blood glucose of 30 mg/dl. Customer also had hypothermia and a 90 degrees temperature from laying on cold tile. Troubleshooting was declined. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.